Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error and the sensor does not calibrate correctly. Customer's blood glucose was 408 mg/dl at the time of incident. Troubleshooting advised customer to change out the sensor and run a test plug procedure. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.